Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Stent obstruction and iop elevation are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 6/2/2016.

Event description:
The surgeon reported that an istent patient presented with stent obstruction postoperatively due to iris. Initially, the patient was able to discontinue their glaucoma drops, but the patient's intraocular pressure increase and treatment resumed. The surgeon conferred with the glaukos medical monitor who reviewed options for laser application to the iris to relieve stent blockage. Additional information has been requested.